Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had oversensed noise, which resulted in pacing inhibition. In addition, the pacemaker had triggered a lead safety switch (lss) on the right atrial (ra) lead due to impedance measurements, measuring greater than 3000 ohms. After, the lss noise was oversensed on the ra and rv leads. Additionally, the ra lead oversensed the minute ventilation (mv) sensor signal and the device declared signal artifact monitor (sam) episodes, which disabled the mv sensor. The rv lead impedances were out-of-range on the sam episodes as well. When physician tried to switch to the bipolar configuration for capture, no capture was observed at 5v for both the ra and rv leads. The lead measurements were within normal limits in the unipolar configuration. Technical services (ts) provided troubleshooting options. An x-ray was performed and confirmed the ra/rv leads were damaged in the location of the costoclavicular forceps. The pacemaker, ra lead, and rv lead remain in service. No adverse patient effects were reported.